Manufacturer narrative:
The clinical team was in front of the pediatric resuscitation center on wednesday (B)(6) 2018, between 14:30 and 15:00 pm they noticed that the patient in room 11 had a severe bradycardia between 70 and 80 beats per minute (bpm) followed by a desaturation. The customer stated that the monitor never sounded in the health post, nor in the room where the mother was. When the physician and the nurse went to the room, the child had a heart rate of 60 bpm and went into cardiac arrest. The child was resuscitated and put on a ventilator, the central station alarm logs were collected and forwarded to philips produict support engineering (pse)for evaluation. During the investigation, it was revealed that the monitor alarmed for bradycardia at 14:57 and the alarm was suspended at 15:00.the customer was advised of the investigation results by letter. The product remains at the customer site based on the evaluation of the provided alarm logs, the device announced the bradycardia alarm as expected at 14:57.the device worked as intended, and no malfunction of the monitor could be identified. No further calls regarding the reported device and issue were logged. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. No further details regarding the type of injury and the patient, such as gender, age, height, and weight had been made available at the time of the reporting decision. Based upon the reported fact that the clinical staff were not aware of or responding to alarms, the device is considered to have been a contributing factor in the event. The investigation is ongoing and philips is in the process of obtaining additional information regarding the reported occurrence.

Event description:
The customer reported that on (B)(6) 2018, an "infant had a severe bradycardia, but no alarm was announced". The device was used on an infant at the time of the reported event. A serious injury to the infant was reported.